Manufacturer narrative:
(B)(4). Concomitant devices - unknown orthopedic salvage system tibial stem catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision utilizing a custom implant to address pain and tibial stem loosening approximately fourteen (14) years post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.